Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 664 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and diarrhea. The patient was treated with 25 units of insulin and given food. The patient was released after spending 6 hours in the ER. The pod was removed at the hospital and was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.